Event description:
The customer called in for help with her meter. While troubleshooting, she performed normal control tests and received results of 15 and 160 mg/dl. The normal control range is 86-119 mg/dl. The customer did not allege any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.